Event description:
A 3.5mm diameter x 24mm length s670 stent delivery system was inserted to treat a totally occluded right coronary artery after pre-dilatation with a 3.5mm ptca balloon. It was reported that the stent was deployed at 8atm in the mid-coronary artery. A dissection in the proximal artery was noted after the stent was deployed. The dissection was subsequently treated with angioplasty and subsequent stenting of the proximal dissection using another manufacturer's stent. It was reported that the right coronary artery was totally occluded at the end of the procedure, but the pt was reported to be stable condition. There were no further attempts to open up the artery and no additional clinical sequelae reported related to the event.